Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device gave a remote alert indicating that image processing (pc) disk bay board degraded. Upon remote testing, the rse confirmed that the image store review was not available which restrict the system for exposure. Upon functional testing, the fse found ippc was defective. To resolve the reported issue, the fse replaced the ippc and recreated frontal image store. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.